Manufacturer narrative:
Depuy mitek to date has not received the complaint device for evaluation. Furthermore, no lot number was supplied by the complaint facility, which prevents a batch record review from being conducted and also precludes a lot specific search in the mitek complaints system for other similar complaints for this part. Although it is reported that there is no patient consequence, if this was to recur and the broken fragment was not retrieved from the patient, it is possible that patient injury could potentially occur. We do not know what impact, if any, this would have on the patient. It is because of this uncertainty that this report is being filed to document this event. When and if the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.

Event description:
During a revision acl procedure unrelated to a mitek product, the distal tip of a hex driver snapped off inside of the knee, when attempting to remove a previously implanted metal screw. The metal tip was successfully removed, but thrown away by the or staff. Prior to this, a ratchet handle also broke in an attempt to remove the screw. To complete the case, the surgeon cored around the screw to remove it successfully with no patient consequences.